Event description:
It was reported that there was positioning difficulty with the passive fixation lead. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was return and analyzed. There were no anomalies found.